Event description:
The user facility reported that a doctor had a complaint about terumo's IV catheter failing. Additional information received on 14 mar 2025: the doctor performing the procedure stated that there had been two incidents where the catheter broke off and had to be removed from the patient's anatomy. He stated that they no longer want the product in the facility. After hearing the description of the surflash feature with a groove in the needle for flashback, he thought that was what they were using, but he could not provide confirmation. He stated that this occurred with both 22g and 24g catheters. Additional information received on 21 mar 2025: the patient had surgery to remove the catheter from the subclavian.